Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H5: labeled for single use? H6: coding changed based on the investigation result. Additional information: d4: unique identifier (UDI). H4: device manufacture date. Evaluation summary: based on the investigation data, it was determined that the underlying cause/root cause of the failure was due to forceful pulling of the accessory during reprocessing of the equipment or use of non-compatible accessories. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 29-jun-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 30-jun-2010. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Accessory/object stuck in the aft suction channel. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.